Event description:
"Strange substances" which looked like ashes or very small snow flakes were coming out of the reamer after cleaning. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be associated with the device but rather would be related to the cleaning know-how of the customer.